Manufacturer narrative:
All of the buttons functioned properly and no damage to the keypad traces or unlocked keypad connector was noted. The insulin pump was monitored for several days no unexpected high pitch tone or frozen display was noted. No cosmetic damage was noted.

Event description:
Customer stated it occurred after bolus. Customer's blood glucose was 90 mg/dl. Customer does not recall any significant events that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.